Event description:
The pt had aortic and mitral sjm valves. The explant of the aortic valve was reported to sjm (medwatch #2648612-2010-00063) and supplemental information provided to sjm noted the mitral valve had also been explanted during the same procedure, but no product event report was rec'd regarding the mitral valve. The pt was non-compliant with anticoagulation and both valves were replaced with tissue valves. Additional information has been requested.